Event description:
Patient presented to the physician with headaches, throat pain, tongue swelling, difficulty swallowing, and jaw pain after using therapy, and chest pain. Physician brought the patient into the or and removed the entire inspire system.